Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the auto-bolus, customer's blood glucose (bg) decreased, specific bg value was not provided. Due to the bg level customer lost consciousness and required assistance from emergency medical technicians, who administered a "glucose pen" to address bg level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.